Event description:
Allegations of pulmonary problems, lynphadenopathy, growth on neck, arthralgias, myalgias, numbness in hands, elevated anti-nuclear antibody and short term memory loss. Ruptured implants.